Event description:
Boston scientific crm received information that this hospice care patient experienced a syncopal event. The health care person on staff believes it to be cardiac related. A boston scientific sales representative will be called out to interrogate and decide the next course of action. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.